Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead failed to extend resulting in dislodgement of the rv lead. Multiple repositioning attempts were made but failed. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.